Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) evaluated the unit and found that helium tank icon on the screen was alerting that the helium was low and there was no helium level indication and the icon turned red. The fse was able to confirm the issues stated by the customer. The fse noticed that the helium gauge was reading empty so the fse opened the helium access door and verified that the tank was affixed to the regulator properly. However, the helium tank valve was discovered to be closed and there was no helium pressurizing the system. Opened tank valve and verified that the helium gauge indicated the volume of gas in the tank. There was no audible signs of gas leakage. The only way fse could duplicate the issue that the customer received, is to turn off helium supply tank while unit is in clinical mode pumping the balloon. Replenish helium washer seal (0348-00-0185) for helium tank. Verified unit calibrated and passed all functional and safety tests per factory specifications.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had a helium issue.. There was no patient involved.